Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the o ring inside the lip of the reservoir compartment was missing. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer smelled insulin on them as the insulin pump was exposed to insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No obvious insulin odor noted. No moisture damage was found on the electronics assembly, motor, force sensor, or reservoir compartment during visual inspection. Device was received with scratched case, serial number label faded, and pillowing keypad overlay. (B)(4),